Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. D9 date device returned - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - correction.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-184593 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 2/3/2026 it was determined this complaint is not reportable per corpft-140202.